Event description:
A call to technical services on 8/16/2011 , states that this lead may be revised. No other information is available. Technical services referred caller to biotronik. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).